Event description:
Patient calls stating she has likely had a rupture in one or two breasts. No specific incident noted. Patient continues to have these present in her body; no explant date has been set at this time. Right implant.